Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Chiller temperature (t4) was at 4c, outlet control temperature (t2) was 31c, mixing pump command (mpc) was at 100 percentage. Per wo notes, they discussed this was indicative of a failed mixing pump and requested a quote for a depot repair.